Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat cystic duct stones performed on (B)(6) 2023. For the majority of the procedure, the image was fine. However, towards the end of the case, as the physician was pushing a plastic stent into the cystic duct, image cut out and flashed back and forth between exalt, no image and the loading screen. The procedure was successfully completed using a reusable scope. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h10: the returned exalt model d scope was visually inspected; no external defects were identified with the scope handle, insertion tube, distal end, or umbilicus cable. Unknown residue was observed on the gold pads of the umbilicus plug. The elevator was tested using the thumb lever on the handle; no elevator actuation issues were observed. The scope was plugged into an exalt model d controller; a live, clear image displayed. The scope was articulated using the knobs on the handle; no articulation issues were observed, the knobs and distal end articulated in all directions and combinations of directions. No issues with the live image were observed during this testing. The umbilicus was manipulated by lifting up at the connection with the controller; image was lost - the 5-dot screen was observed and then the scope error screen. The reported event of loss of visualization was confirmed. Residue was noted on the umbilicus and pogo pads, which was wiped off of the electrical contacts using 70% ipa. After the ipa wipe, the image failure could no longer be replicated. It is likely that the residue observed on the umbilicus and pogo pads contributed to the reported event. The residue is likely procedural, as visual inspections and in-process image tests would identify residue from the manufacturing process. Therefore, based on all of the gathered information, the most probable cause selected is adverse event related to procedure, which indicates that factors external to the exalt model d scope likely contributed to the reported event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat cystic duct stones performed on (B)(6) 2023. For the majority of the procedure, the image was fine. However, towards the end of the case, as the physician was pushing a plastic stent into the cystic duct, image cut out and flashed back and forth between exalt, no image and the loading screen. The procedure was successfully completed using a reusable scope. There have been no patient complications reported as a result of this event.